Event description:
The facility representative reported a colleague infusion pump with an 804:26 failure code. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The software version is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed but not reproduced by service. The cause of the reported problem was found to be a software failure. This failure code was only found once in the event history; no repair required. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90.